Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appears to be related to anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a left heart catheterization interventional procedure. Reportedly, resistance was felt during advancement of the proglide device. Upon removal, resistance was felt as the proglide device was stuck with the calcified anatomy. The proglide was pulled and was able to be removed, no tissue damage was reported. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.